Event description:
Same case as MFR: 2134265-2013-00565 and 2134265-2013-00615. It was reported that during a intervention treatment procedure, the ilab ultrasound imaging system motor drive unit failed to pullback. It was noted that the equipment turned on normally. The catheter was connected; however, when the command was given to activate the pullback, this action was unable to be completed. It was further reported that turning (rotating) for the operation was not finished and procedure had to be canceled. The procedure was not completed due to this event. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).